Event description:
A report was received that the patient had there stimulator removed to have an MRI (magnetic resonance imaging). The patient had not used their stimulator in over a year.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2366-70 serial #: (B)(4) description: linear 3-6 lead, 70cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.